Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guidewire coating was peeled off. During preparation, after a 135cm transend¿ guidewire was taken out from the holder, the hydrophilic coating was noted to be peeling off. The procedure was completed with another of the same device. No patient complications nor injuries were reported.